Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complications experienced by the patient. There is no indication that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is received a follow-up medwatch report will be submitted to the FDA. This complaint was initially sent to the FDA via asr submission on 08/28/2014, 11/21/2014, and 05/27/2015 with respective MDR report 's 2955842-2014-05281, 2955842-2014-05734, and 2955842-2015-00794 since there was no allegation of an instrument malfunction (arcing) until isi received additional information on 10/03/2015. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2012. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complications and subsequent demise. This complaint is being reported due to the following conclusion: the plaintiff's attorney alleges that electrical energy from an unspecified instrument escaped and caused a rectal injury while the patient was undergoing a da vinci prostatectomy procedure. However, at this time, the definitive cause of the patient's rectal injury is unknown. Per the da vinci operative report, there was no claim that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information on 10/03/2015 regarding a patient who underwent a da vinci-assisted prostatectomy with bilateral nerve sparing and bilateral lymph node dissection for localized prostate cancer on (B)(6) 2012. Based on the additional information provided, the plaintiff's attorney alleged that the patient was injured in this surgery by stray electrical current escaping from one of the instruments. The cause of the patient's operative complication was not alleged with any information provided prior to 10/03/2015. Isi was provided with the da vinci surgery operative report and other medical records. Per the operative report, there was no indication of a malfunction of the da vinci surgical system, instrument, and/or accessory during the operation. There were no intraoperative complications. After the da vinci surgery, the patient presented with the following: rectosigmoid perforation, respiratory failure, and sepsis. Postoperatively, the patient developed abdominal pain, nausea, hypotension, hypoxia, and respiratory distress. The patient underwent an exploratory laparotomy, primary repair of a rectal injury, rigid proctoscopy, omental flap placement, and end-sigmoid diverting colostomy for a rectal injury and peritonitis. Per the surgeon's note, the patient received IV fluids and broad-spectrum antibiotics. A CT of the abdomen and pelvis showed contrast extravasation around the level of the rectosigmoid junction. The patient was subsequently transferred to the ICU and intubated for respiratory fatigue, at which time he was felt to have aspirated as well. The surgeon's operative report states, the rectum was palpated and there was a clear defect noted in the anterior rectum very distal with gross stool in this area, which was suctioned out as able. At this point, the urologist, who was in the room, scrubbed and inspected the urethral anastomosis that was previously made during his prior prostatectomy. This was felt to be freely mobile from the rectum; however, on palpating the rectal injury there was noted to be a hemoclip in the rectum. A digital rectal exam was performed and a 2cm defect was noted in the anterior rectum 3cm from anal verge with hemoclips in defect. Anoscopy was performed, showing this injury in the anterior rectum, and 2 hemoclips were able to be removed from the rectum via the anus with some difficulty. The rectal injury was then primarily closed with interrupted 2-0 vicryl sutures while retracting the urethral anastomosis away. On (B)(6) 2012, the patient was transferred to another medical facility for higher level of care. On (B)(6) 2012, the patient experienced an embolic stroke that was diagnosed per MRI.